Manufacturer narrative:
The subject device was received and evaluated. Device inspection found main board failure causing no front panel image and abnormal noise. Based on device evaluation findings, the reported issue was confirmed. The issue found to be due to main board failure. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of abnormal noise. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found cr board ( main board) failure (pressure sensor/pressure sensor circuit).